Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure for cirrhotic esophageal varices performed on (B)(6) 2025. During the procedure, upon disassembling the clip, it was observed that the tip and inner core link were loose and subsequently detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block a1 and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 28, 2025. Block a1: date of birth: it was reported that the birthdate was (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with the anatomical location of the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with the anatomical location of the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure for cirrhotic esophageal varices performed on (B)(6) 2025. During the procedure, upon disassembling the clip, it was observed that the tip and inner core link were loose and subsequently detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure for cirrhotic esophageal varices performed on (B)(6), 2025. During the procedure, upon disassembling the clip, it was observed that the tip and inner core link were loose and subsequently detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: date of birth: it was reported that the birthdate was 1931. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with the anatomical location of the esophagus. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Microscopic analysis was performed. The first activation is not performed. No other problems with the device were noted. The reported event of clip prematurely deployed was confirmed. Analysis of the returned device found soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. It is likely by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.